Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure the physician thought the right ventricular (rv) lead had pulled back. Interrogation and chest x-ray showed the right atrial (ra) lead had dislodged and fallen into the ventricle. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.